Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Rf pic failed selftest alarmed during selftest and unit received with high idle current measurement due to defective component on the radio frequency board. Unit received with minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing motor support sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error alarm when sitting. Customer's blood glucose reading was 120 mg/dl at the time of the incident. Self test was performed during troubleshooting and the test failed. Customer was advised to revert to a back up plan and the insulin pump will be returned for analysis.